Manufacturer narrative:
This report is submitted on april 7, 2020.

Event description:
Per the clinic, the patient experienced suppuration and an infection at the implant site which was treated with oral and IV antibiotics. The patient was hospitalised for this treatment followed by surgery on (B)(6) 2020 to clean the infected area. The implant remains in-situ.